Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported. Additional information was received stating this rv lead was extracted due to dislodgment. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.